Manufacturer narrative:
Batch number has been corrected in d tab.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle failed to retract could not be confirmed from the five representative 22g insyte autoguard device that were received from lot #4093239. A functional test of the safety mechanism revealed that each needle fully retracted in the shield when the safety mechanism was activated. The affected unit was not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Batch number [4093230] was not found for material number [382523] b3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: a portion of my staff (including myself) doesn't feel confident on utilizing these for the off hand chance they may malfunction. The common problem I am seeing is the button won't release to pull the needle back into the chamber and thread the catheter¿about 15% of the stock per box seems to be affected but they don't know which in a box has the issue. Injuries or adverse event: no. 30 oct: since the issue has occurred with multiple employees on more than one occasion, it is hard to pinpoint a day that this happened specifically. I do know it happened at least twice on (B)(6) 2024 but my employees have reported this a ¿handful¿ of times over the past month. I¿m sorry I can't be more definitive as this has been a recurring issue none of the medical staff have experienced before. We were unsure if it was actually a malfunction or not until it was brought up in work conversation.